Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer contacted spacelabs healtchare technical support to report that they had five xhibit central stations (xcs) that would stop displaying current patient data. There was no report of patient or user harm associated with the failures. The customer reported that they would resolve the failure by restarting the xcs. A field service engineer (fse) was paged to go on site to evaluate the units. At this time tne fse has not gone on site and no additional information has been received. A follow-up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.